Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "oil leak" could not be confirmed. During service the device failure was noted in the pre-repair assessment non-conformances. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Device received from USA for service. During servicing, it was discovered that device has oil leak. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.